Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents of inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous mid circumflex stenting procedure, during post-dilatation, the nc trek failed to inflate. The device was removed without issue and tested on the back table without success. There was no adverse patient sequela and no clinically significant delay in procedure. Another nc trek was used to complete the procedure without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.